Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had a long pre-existing history of transient ischemic attacks (tia) and takes an aspirin to resolve the symptoms, but the patient believes that the tias may have increased since the device was implanted. Additionally, the patient reported having a potential heart attack, but it was not confirmed and is currently having testing done. Nevro attempted to obtain additional information regarding the nature of the symptoms and to get a medical opinion but was unsuccessful. Follow-up indicated that the patient is continuing to use the device with effective pain relief.